Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive sleep/wake button that was difficult to activate during training and subsequently worsened, with the caregiver later demonstrating intermittent activation with a prolonged tap. A replacement device was arranged, and the patient was instructed on shutdown, data sync to the mobile app, return of the device, and that data would not transfer to the replacement. No reported adverse clinical effects occurred. Outcomes included no alerts or alarms reported and no medical intervention or hospitalization. Investigation included complaint handling, review of user feedback including a video demonstrating the behavior, and arranging replacement with return of the reported device for evaluation. Investigation of this case revealed a suspected user interface hardware malfunction of the sleep/wake control, reproducible intermittently by the caregiver and observed by the trainer. It was concluded that the device likely experienced a button actuation malfunction; the patient was advised to start up the replacement device and continue use with dexcom as applicable.